Event description:
Hospitalized patient receiving theophylline intravenously; blood was tested for theophylline levels on dimension 380 clinical chemistry system using the theo flex (tm) reagent cartridge. Due to falsely low theo results, at 1700 the i.v. Dose was increased. Subsequently, the patient started shaking, was diaphoretic, heart rate >125, and "blood pressure was up." The i.v. Was discontinued at 2000. Medical personnel reported the patient stabilized with "no adverse effects from the higher does of theophylline."